Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that "during the inflation of both balloons (20mm) in order to elevate a vcf, x-rays showed that both balloons were inflating posteriorly, and they were pushing against the posterior wall and elevation of the fracture had not occurred. Then we injected the cement and what happened is that the cement had leaked posteriorly but not in the canal nor in the foramen. Fracture was not restored. Patient was treated at l1, patient pain was relieved but no height restoration, no cement leak into the canal". No further details are known at this time.